Event description:
It was reported that a meniscal repair device was attempted for use during a procedure in (B) (6) 2010. During the procedure, the device misfired and the suture could not be used. There was no delay to the procedure or injury to the patient as a result.

Manufacturer narrative:
Date of event - (B) (6) 2010, exact day unknown. Evaluation in process but not yet completed. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned inserter handle found that it functioned properly.

Event description:
It was reported that a meniscal repair device was attempted for use during a procedure in (B) (6) 2010. During the procedure, the device misfired and the suture could not be used. There was no delay to the procedure or injury to the patient as a result.